Event description:
A healthcare professional reported that a patient was treated with juvéderm® volux¿ xc to the penis for penis enlargement. The patient received 8 mls to the shaft using a 22 gauge tsk cannula and 2 mls to the glands with a 27-gauge needle that came in the box. This was not the patient¿s 1st treatment. The hcp stated that patient has had 6 treatment since two and a half years prior. The patient requested a prescription for prednisolone. The patient had self-prescribed antibiotics as an oral surgeon. The patient stated that it was healing but could see filler in the area. The patient stated that it was a batch of bad filler. Additionally, the healthcare professional reported that the patient was injected with 10 mls of juvéderm® volux¿. The patient symptoms were hypersensitivity reaction +/-infection. The patient was treated remotely using prednisone and sourced antibiotics locally where they were staying. The patient developed swelling, and exuadate on the later part of the previous month. The symptoms have not been fully resolved.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.